Manufacturer narrative:
The reported complaint of bezel cracks were confirmed in various areas of the bezel part when viewing the attached pictures. However, the device serial numbers provided could not be confirmed with only the attached pictures. Incident devices were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the customer completed an internal survey of all vendor contracts as a requirement of their accreditation organization, dnv. The vendor contracts that received a low survey score are required to provide a corrective action plan (cap). The bd device received a low score related to quality regarding the device doors that have hairline cracks/fractures that causes the door to not align correctly which then breaks the door latch/sear. The customer further stated that the device doors do not appear to be sturdy enough. Although the device was used on a patient with the cracks to the bezel hinge, there were no infusion related issues. The customer further stated that there were no adverse effects caused to the patient from the event.